Event description:
It was reported 150 bd phaseal¿ p50 protectors were incorrectly labeled in the wrong box. The following information was provided by the initial reporter: "product box of 515106 was wrongly label."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the product that was found inside the box, lot 2111130, product 515106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples of lot 2111130, product 515106 were used for additional evaluation. All labeling was verified to be accurate, both the labels and product inside the boxes corresponded to lot 2111130, product 515106. As the lot information that was listed on the labeling was not available, we were unable to identify if the products were manufactured at the same time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including label reconciliation and verification the label corresponds to the product within the cartons. All results were reviewed and no issues related to labeling were identified. While it is possible personnel placed the incorrect label, without a sample or the lot code listed on the labeling we cannot verify this to be true for the incident reported, therefore a definitive root cause cannot be identified at this time. H3 other text : see h10.

Event description:
It was reported 150 bd phaseal¿ p50 protectors were incorrectly labeled in the wrong box. The following information was provided by the initial reporter: "product box of 515106 was wrongly label..."